Event description:
The customer states that the power cord is broken and the system did not boot. The customer used a different c-arm to complete the case. No patient was harmed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered a power cord assembly and replaced the defective power cord assembly. The system is operating as intended.